Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer stated that they received erroneous results for two samples from the same patient tested for antibody to (B)(6) on an e601 analyzer and an e411 analyzer. The erroneous results were reported outside of the laboratory to the patient. The first sample initially resulted as 0.03 coi (negative) and this value was reported to the patient. The patient has known for a long time that his (B)(6) parameter is (B)(6), so he did not believe the result. The patient then went to an external laboratory for a second opinion. The second sample was collected on (B)(6) 2016 and tested on an abbott analyzer at the external laboratory. The initial result from this sample was 6 coi ((B)(6)) when tested on the abbott analyzer. The first sample was then repeated on an e601 analyzer on (B)(6) 2016, resulting as 0.03 coi (negative). The first sample was also repeated on an e411 analyzer on (B)(6) 2016, resulting as 0.08 coi (negative). The first sample was repeated again on the abbott analyzer in the external laboratory on (B)(6) 2016, resulting as 6 coi ((B)(6)). The second sample was obtained from the external laboratory, then repeated on the e601 analyzer on (B)(6) 2016, resulting as 0.08 coi (negative). The second sample was also repeated on the e411 analyzer on (B)(6) 2016, resulting as 0.03 coi (negative). The patient was not adversely affected. The e601 analyzer serial number was (B)(4). The e411 analyzer serial number was asked for, but not provided.

Manufacturer narrative:
It has been clarified that the patient has had a (B)(6) result since 2010 and that the patient had a (B)(6 )rna result in 2011. A new sample was collected from the patient and measured on the roche analyzer. The result from this new sample was negative. No specific result data or measurement date were provided. No adverse events were alleged.

Manufacturer narrative:
The customer has stated that the patient has been (B)(6) since 2011. The patient had a (B)(6) result for (B)(6). Samples from the patient were provided for investigation. The customer's (B)(6) results were reproduced in the investigation. The samples were found to be indeterminate when tested using the innolia (B)(6) score blot method. Based on this indeterminate blot result, no final assessment can be given. Based on the information provided, there is no evidence that the patient was (B)(6).